Manufacturer narrative:
Unit passed self test and displacement test. Insulin pump error found in the pump history (line number = 3294 and file number = 26) due to software error (tt=2252). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error. Blood glucose was unknown. The insulin pump will be returned for analysis.